Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis revealed the device failed therapy availability test. The device was unable to deliver a full energy shock. The device does not successfully complete a manual capform. Furthermore, the device had failed the right ventricular pace shock fallback portion of the automated testing on the mate system. The device would time out when attempting to charge and deliver a shock. Since the device memory confirmed that therapy was available at explant, it is concluded that the device was damaged during automated testing, however, the exact cause is unknown.

Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.